Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and there was apparent explant damage. It was noted that the proximal conductor was distorted, the defibrillation conductor was cut, outer insulation had a cosmetic cut, the outer tubing overlay was breached cut, the outer insulation was breach cut, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and the inner insulation was breached cut, the outer insulation was breach cut, the outer insulation had a cosmetic depression and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacturer's database indicated the patient died approximately four months post implant of the device system approximately four years ago.